Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. An automated delivery restriction alert was correctly generated on (B)(6) 2025 due to the automated algorithm delivering at the max automated basal rate for too long in response to increasing and high glucose values. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered by the system, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with insulin delivery were observed in the available cloud data. Inspection of the physical device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod 5 app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient was admitted into the intensive care unit (ICU) at (B)(6) hospital with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 25 and 36 hours. Symptoms reported include the patient feeling thirsty. The patient was treated with insulin and infusions. The pod was removed at the hospital. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Cloud data from the user for the period of 29dec2025-31dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. An automated delivery restriction alert was correctly generated on (B)(4) 2025 due to the automated algorithm delivering at the max automated basal rate for too long in response to increasing and high glucose values. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered by the system, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with insulin delivery were observed in the available cloud data.